Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument prongs were broken off. The bipolar insert was missing from the back end. The pins and conductor wires were broken off and missing too. The insert may have not been fully seated in the chassis or may been pulled out when the bipolar cord was removed. Some bipolar cords fit tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. The instrument failed electrical continuity testing. Engineering also found indentations at the edge of the distal pulley. The evidence was inconclusive but the damage was likely due to mishandling. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s surgical procedure the maryland bipolar forceps instrument prongs were noted to be completely broken off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.